Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012666002 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment. On the spiral array segment, inverted array was observed. On the spiral array segment, the spiral array pebax tube was observed to be kinked. On the spiral array segment, the proximal end of nitinol array wire was observed to be dislodged from dual lumen. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanisms were carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to the spiral array observed to be inverted, proximal end of nitinol array wire observed to be dislodged from dual lumen in spiral array area and spiral array pebax tube observed to be kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, irregular electrograms (egm) noise was observed. A catheter interface (ci) cable replacement was performed, but the issue persisted. The catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation.